Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The nurse tending to the customer was advised to have the customer call back when she was feeling well enough to perform troubleshooting. Nothing further was reported.